Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05416. It was reported that both of the patient's leads were exhibiting high impedances during an ipg replacement on (B)(6) 2023. The leads were explanted and replaced during the procedure to address the issue.